Manufacturer narrative:
This issue is being addressed under CAPA-(B)(4). Investigation pending.

Event description:
Customer reported triage bnp bcis low recovery l1 biorad control lot 23581 (3sd) on one of their two access instruments.